Event description:
It was reported that the 9800 system had lines visible in the image during a case. The procedure was completed without incident. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The image processor board, display adaptor, video controller board, and ccd camera were replaced during the service call. The system was tested and found to be working as intended and put back into service.